Event description:
Boston scientific received information that loss of sensing and loss of capture was noted on this right atrial (ra) lead. An x-ray confirmed a perforation and pericardial effusion. The patient was not symptomatic and no hemodynamic instability was noted. The ra lead was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become availabe this event will be updated.